Event description:
It was reported that prior to battery replacement, an impedance check was performed, revealing high impedance on the right lead contact (11), with monopolar impedance greater than 5k and bipolar impedance greater than 10k. After the battery was explanted and a new battery implanted, the high impedance on right lead contact (11) persisted with the same values. It was known to both the patient and physician that this impedance was present, and no stimulation was being delivered at this contact. An impedance test was conducted at 1.0 ma. No surgical intervention occurred or was planned. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387s-40, (lot: va14apv); product type: 0200-lead; implant date: (B)(6) 2016; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va14apv, implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). The cause of the high impedances was not determined. The hcp clarified impedance issues were stable and are not affecting therapy.